Event description:
The external pulse generator was returned for service due to being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the generator's upper and lower cases were broken. Analysis also found that the battery release and ring cover were contaminated, that one bail cover was broken and one missing, that one case screw and one bail were missing, that the lead flex cover were broken and contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was scratched and that it needed the battery drawer o-ring. (B)(4).